Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer found that the drawer 5 and sub drawer 2 would not open and the drawer stopped after opening approximately three inches. Upon inspecting the drawer, a cubie with a broken lid was found, which had caused the drawer to jam. The cubie with the broken lid was removed, and user successfully reloaded the medication. The final test could not be performed because the hospital network was down, preventing login to the device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed. The customer attempted to reboot the station and tried to recover the drawer; however, the problem persisted. The customer confirmed that the issue affected patient care and workflow. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.